Event description:
The customer reported approximately 5 to 10 mls of bloody diluent leaked from the right side of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a tear in the stabilyse tubing at the differential mixing chamber. The fse replaced the differential mixing chamber and the stabilyse tubing; the instrument performed without any leaks. The fse also observed the probe wipe to be running slowly and 'probe wipe not up' errors. The fse replaced the probe wipe which resolved the error messages. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).